Event description:
A medtronic representative reported an alleged inaccuracy of 2-3 mm during a functional endoscopic sinus surgery (fess). The inaccuracy was noted only on the left side of the patient while using the fusion system. The case was completed with the navigation system and no negative impact to the patient outcome was reported.

Manufacturer narrative:
Patient identifier, age, and weight are unknown. No parts or files have been received by the manufacturer for evaluation as the patient exam was deleted off of the system and cannot be sent in for review.

Manufacturer narrative:
A medtronic representative went to the site and observed the system being used. There were no issues during use. System performed properly. Unable to duplicate issue or determine root cause as exam archive from date of reported issue has been deleted off of the system and no longer available for evaluation.